Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause of the event was not determined. The manufacturer representative checked the recharge diaries and adjusted parameters to increase battery longevity.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6). Product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause of the implantable neurostimulator (ins) battery only lasting 2 days was unknown. The actions taken were that the patient agreed to meet with rep on (B)(6) 2023 so that the clinician can re-interrogate the stimulator and obtain recharging times. The issue has not been resolved. Rep contacted technical services (tss) on (B)(6) 2023 to advise not resolved and they suggested meet with patient to interrogate battery and then call back to discuss. Patient's weight is unknown. Mdt rep called after speaking with pt who had just received their new recharger telemetry module (rtm) on wed. (B)(6) 2023. Pt reports that they charged implantable neurostimulator (ins) to 100% on wednesday, ins showed 30% by thursday evening, and showed depleted when they woke up today (friday). Pt reported to mdt rep that when they went to plug in rtm to initiate recharging session, ins battery then showed 70% remaining. Mdt rep also reiterated from notes below that pt was charging ins every 3 days but more recently had to charge every other day. Mdt rep noted the following recharge diary information from when they met a couple of weeks ago: (B)(6) 10% - 80% w/ excellent coupling (B)(6)10% - 100% in 1.4 hours (B)(6) 10%-100% in 1.5 hours (B)(6) 10% - 100% in 1.4 hours (B)(6) 10-100% in 2 hours (B)(6)10%-40% in 0 min (B)(6) 40%-50% in 20 mins with good coupling (B)(6) 20%-40% 22 mins (B)(6) 40%-100% in 56 minutes with excellent coupling mdt rep indicated they would set up a meeting with the pt to look at the most recent recharge diaries, and would call back to discuss potential patient telemetry module (ptm) replacement if the controller was displaying the incorrect battery percentages when compared to the pt's personal log of recharging sessions and start ins percentages. Agent reopened & reassigned case to send follow-up email to repair for li battery pack and added secure note with serial number info. Pt called back to report the same information previously documented in this case - controller prompted pt to charge their implant (ins) 2 days after their last recharging session, but upon attaching rtm and beginning to charge ins the controller showed implant battery to be at 70%. Pt spoke with their medtronic rep on the phone this morning and was redirected to patient services. Pt stated they were in a lot of pain, so they knew their battery had depleted. Pt again stressed that they hadn't changed any of their settings since 2019, when implanted/programmed; left at 7.0 for years. Pt was concerned that maybe the controller battery was the issue, as that component had not yet been replaced. Agent reviewed that the controller battery didn't have to do with the controller's display of implant battery, but would try that and redirected pt to follow-up with their hcp if this does not fix the problem. Pt called back extremely escalated stating they were sent the wrong controller battery and they said they were very upset. Ps was able to explain to the pt why the controller battery model was different and that they should also transfer the battery door cover from the dummy controller to their current controller. Pt said they don't think a new controller battery would help with the situation since starting 1.5 months ago they would have to recharge the ins few days, then every 2 days, now the ins was not lasting a day.pt said they met with a rep who said everything was fine but they said it was not. Pt demanded other reps contact information, ps was redirected to hcp. Pt disconnected the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt said they had only been having to charge ins every 3 days and now they are "only getting 2 days on a full recharge and had been getting 3 before this". They said this started about a month ago ago and made rep aware of this about a months ago. Pt said rep "doesn't see anything out of the ordinary". Pt says they keep settings the same all the time and don't change them. The patient was redirected to their healthcare provider to further address the issue.redirected caller: patient's hcp.